Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a break in the silicone by the connection to the system controller. A clamshell repair was completed with no issues on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed cosmetic damage to the outer jacket; however, a specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one photograph of the distal portion of the driveline that included the controller connector. A small slice in the silicone outer jacket was observed adjacent to the controller connector. The damage did not appear to penetrate beyond the outer jacket layer, and there was no evidence of exposed wires. The damage appeared to be cosmetic only. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance. The patient handbook also contains a section on handling emergencies, and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.